Event description:
The sternal plate was implanted on (B)(6) 2013. The four sternal locking screws backed out of the plate and were replaced with longer sternal locking screws. The surgeon was originally unable to determine the required screw length because the chest was already closed up. The surgeon used shorter screws that did not get the bi-cortical fixation or lock to the plate. The resident assistant set the initial screws and did not fully lock the screws. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The dimensions were as far as possible checked. All measured dimensions passed the specifications successfully.